Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Unable to request patient demographics, patient and event details or product disposition as the customer is unknown.

Event description:
Received a copy of the customer's maude database report from FDA which states, "free flow of the alaris pump occurred during half the duty cycle when the peristatic finger was retracted. Clinical engineering evaluated and there was no crack in the upper hinge post, lower hinge, or membrane frame. The free flow is due to the middle gate not producing enough to clamp off the tubing. The upper gate and both peristatic fingers seem to be protruding normally. The left pictures are of a properly functioning pump while the right ones are of the one involved in the incident - labeled "freeflow". In the top photos, the ruler is placed on the upper and lower gates. Notice that in the free-flow device, the lower gate does not protrude as much, and the ruler lies flush on the face of the unit. In the lower photos, the end of the ruler is placed on the peristatic finger and the 1/2-inch mark (5/8 inch from the end) is placed on the balloon gate. Notice that in the free-flow device, the lower gate does not protrude as much as the ruler lies flush on the face of the unit. This demonstrates that the lower gate is not protruding accurately. The door seems to be the same distance from the bezel, so this would imply that the door is not a significant factor in the free-flow. Regardless of the position of the cam shaft, the middle gate never protruded more than in the default position. This cam shaft had been in place since (B)(6) 2018 with no report of over infusion. In (B)(6) 2020, it was tested and showed no free flow. The pump was sent to alaris for evaluation and repair."